Event description:
The manufacturer received information alleging a ventilator's pressure delivery increased and the tidal volume delivery was low. The customer is claiming the patient was harmed. The patient was placed on another ventilator. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator's pressure delivery increased and the tidal volume delivery was low. The customer is claiming the patient was harmed. The patient was placed on another ventilator. The ventilator was returned to the manufacturer for evaluation and the device was found to perform as designed. No malfunction of the device was observed.

Manufacturer narrative:
The manufacturer previously reported a ventilator's pressure delivery increased and the tidal volume delivery was low. The customer is claiming the patient was harmed. The patient was placed on another ventilator. The ventilator was returned to the manufacturer for evaluation and the device was found to perform as designed. No malfunction of the device was observed. After receiving further information from the patient it is determined that the initial report should have been filed as product problem only. Section b1, h1 and h6 has been updated/corrected in this report.